Manufacturer narrative:
Customer called fse and asked her for help troubleshooting a balloon pump on a patient - the pump indicated that it was not charging despite being connected to the wall. They ran through the troubleshooting steps of disconnecting the pump from power and connecting, then removing the rescue module and pushing it back into place. The pump was still demonstrating being on battery power, and all of these steps would not cause it to switch back into charging mode and show the charging icon that should have been showing if the pump was plugged in properly. Pump was flagged for service (in house biomed services the pumps) and an email was sent to the biomedical engineer. At this time, the customer has not requested getinge to evaluate the iabp. Additional information requested from the customer with regard to the repair and status of the iabp were performed with no response. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly. H3 other text : customer didn't request for repair service.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) indicated that it was not charging despite being connected to the wall. They ran through the troubleshooting steps of disconnecting the pump from power and connecting, then removing the rescue module and pushing it back into place. The pump was still demonstrating being on battery power, and all of these steps would not cause it to switch back into charging mode and show the charging icon that should have been showing if the pump was plugged in properly. There was no harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.